Event description:
Resident sitting securely in shower chair, with safety belt intact. During chair, with safety belt intact. During the showering procedure, the gray power snapped, at rear of seat, causing resident to loose balance and incline backwards. Initial physicial assessment of resident: absence of soft tissue injury; rom at baseline.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.